Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery. It is believed that the recipient experienced an in-situ failure. A review of device history record was completed and no anomalies were noted. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and multiple open electrodes. External equipment was exchanged, however, the issue is not resolved. Revision surgery is under consideration.